Event description:
It was reported that an inappropriate shock due to t wave oversensing was seen in the alternate sensing vector involving this electrode. The physician elected to reprogram the device to the primary sensing vector in may 2021, after reviewing all three sensing vectors, and device data will be provided to technical services (ts). No further information was provided to date. Additional information noted that most recently the patient received another inappropriate shock in the primary sensing vector. Ts reviewed the device data and noted that the programmer session was from october 2021. Ts discussed a thorough troubleshooting to review all sensing vectors and system position. Ts noted that an episode from april 2018 was related to oversensing of external signal. Ts also noted that an episode from april 2021 when the device was still programmed to the alternate sensing vector showed t-wave oversensing and a high shock impedance value. Ts noted that the change in signal amplitude as well as high shock values might indicate a change in system position. X-ray imaging was strongly recommended. Additional information and review by ts agreed performing a new screening. Ts noted that x-ray images showed excessive sub-coil fait and given the system position and elevated impedance measurements there was a risk of conversion failure. To date no changes were made. No adverse patient effects were reported. This device remains implanted.

Manufacturer narrative:
The electrode remains implanted. Should additional information become available this investigation will be updated.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that an inappropriate shock due to t wave oversensing was seen in the alternate sensing vector involving this electrode. The physician elected to reprogram the device to the primary sensing vector in (B)(6) 2021, after reviewing all three sensing vectors, and device data will be provided to technical services (ts). No further information was provided to date. Additional information noted that most recently the patient received another inappropriate shock in the primary sensing vector. Ts reviewed the device data and noted that the programmer session was from (B)(6) 2021. Ts discussed a thorough troubleshooting to review all sensing vectors and system position. Ts noted that an episode from (B)(6) 2018 was related to oversensing of external signal. Ts also noted that an episode from (B)(6) 2021 when the device was still programmed to the alternate sensing vector showed t-wave oversensing and a high shock impedance value. Ts noted that the change in signal amplitude as well as high shock values might indicate a change in system position. X-ray imaging was strongly recommended. Additional information and review by ts agreed performing a new screening. Ts noted that x-ray images showed excessive sub-coil fait and given the system position and elevated impedance measurements there was a risk of conversion failure. The electrode was explanted and returned. No additional adverse patient effects were reported.

Event description:
It was reported that an inappropriate shock due to t wave oversensing was seen in the alternate sensing vector involving this electrode. The physician elected to reprogram the device to the primary sensing vector in may 2021, after reviewing all three sensing vectors, and device data will be provided to technical services (ts). No further information was provided to date. Additional information noted that most recently the patient received another inappropriate shock in the primary sensing vector. Ts reviewed the device data and noted that the programmer session was from october 2021. Ts discussed a thorough troubleshooting to review all sensing vectors and system position. Ts noted that an episode from april 2018 was related to oversensing of external signal. Ts also noted that an episode from april 2021 when the device was still programmed to the alternate sensing vector showed t-wave oversensing and a high shock impedance value. Ts noted that the change in signal amplitude as well as high shock values might indicate a change in system position. X-ray imaging was strongly recommended. Additional information and review by ts agreed performing a new screening. Ts noted that x-ray images showed excessive sub-coil fait and given the system position and elevated impedance measurements there was a risk of conversion failure. The electrode was explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the additional manufacturer narrative. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that an inappropriate shock due to t wave oversensing was seen in the alternate sensing vector involving this electrode. The physician elected to reprogram the device to the primary sensing vector in may 2021, after reviewing all three sensing vectors, and device data will be provided to technical services (ts). No further information was provided to date. Additional information noted that most recently the patient received another inappropriate shock in the primary sensing vector. Ts reviewed the device data and noted that the programmer session was from october 2021. Ts discussed a thorough troubleshooting to review all sensing vectors and system position. Ts noted that an episode from april 2018 was related to oversensing of external signal. Ts also noted that an episode from april 2021 when the device was still programmed to the alternate sensing vector showed t-wave oversensing and a high shock impedance value. Ts noted that the change in signal amplitude as well as high shock values might indicate a change in system position. X-ray imaging was strongly recommended. Additional information and review by ts agreed performing a new screening. Ts noted that x-ray images showed excessive sub-coil fait and given the system position and elevated impedance measurements there was a risk of conversion failure. The electrode was explanted and was expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The electrode was expected to be returned. Should additional information become available this investigation will be updated.